Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional called to report a right -side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture/use error: observed, an opening assessed, as surgical damage. Capsular contracture: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade iii. Healthcare professional, later reported, "nick to implant occurred". Device was explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported "nick to implant occurred". Device was explanted and replaced.